Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was not functioning and had no rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cutter device had separated into two parts when trying to use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.